Event description:
Complainant alleged that the medics were attempting to defibrillate a pt who was in cardiac arrest. Subsequent to the electrode being applied to the pt, pt CPR was performed. Upon the medics attempt to deliver a 200 joule shock to the pt, the device screen displayed a "check electrodes" message and the display blanked out. The medics then applied a fresh set of electrodes to the pt, and attempted to defibrillate the pt at 200 joules, but again the device displayed the same message and then blanked out. The medics then applied another set of pads to the pt and successfully delivered a 360 joules shock to the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction. The complainant indicated that the pads were inadvertently discarded subsequent to the event. The complainant indicated that the pt's chest hair was not clipped prior to the application of the electrodes, and that pt CPR was performed subsequent to the pads being applied to the pt. Please reference both sides of the attached copy of the stat pads multi-function electrode package insert which, warns the user: excessive hair can inhibit good coupling (contact), which can lead to the possibility of arcing and skin burns. Clip excess hair prior to pad application." And "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and skin burns.